Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for valve alignment difficulty and subsequent non-target deployment was unable to be confirmed as no device or applicable imagery were provided for evaluation. Additionally, a review of IFU/training materials revealed no deficiencies. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per event description, ''so his solution is to not fully bring balloon into valve during fine adjustment, so that there is less interaction with stj. He did not take suggestions to bring balloon further into the valve and when we deployed the valve slipped off the balloon.'' Per IFU, ''use the fine adjustment wheel to position the valve between the valve alignment markers'' and ''before deployment, ensure that the valve is correctly positioned between the valve alignment markers.'' Therefore, as the event description reported the operator did not align the valve within the valve alignment markers during fine adjust, this may have contributed to valve alignment difficulty and led to valve slipping off the balloon during valve deployment. As such, available information suggests that use error (not aligning valve within valve alignment markers) may have contributed to the complaint event the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by field clinical specialist (fcs), during a tavr procedure with a 29mm sapien 3 valve, the valve slipped off 29mm commander delivery balloon during deployment with distal portion of valve flared out. The valve was pulled back into abdominal aorta and deployed below the renal arteries. Per the fcs ''the issue was that the physician does not like and will not do a two-step inflation for small stj's. So, his solution is to not fully bring balloon into valve during fine adjustment, so that there is less interaction with stj. He did not take suggestions to bring balloon further into the valve and when we deployed the valve slipped off the balloon.''

Manufacturer narrative:
The investigation is ongoing.